Manufacturer narrative:
After battery installation unit gave a full segment display anomaly, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to full segment display. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer stated the pump slid out of her hands and now the screen is not working. The customer reported no visible pump damage. The customer stated the screen is blank. The customer was advised the pump will need to be replaced. The customer declined to troubleshoot. The customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional's instruction. The insulin pump will be returned for analysis.